Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported device embolization could not be determined. The patient effect of bleeding could not be determined. The reported unexpected medical intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device determined by echocardiogram (echo). The left atrial pressure was above 12mmhg. The amulet was implanted after multiple recaptures after satisfying close criteria.the patient experienced embolization of the device approximately 4¿5 hours after implantation. The device migrated and caused obstructive shock due to its position at the level of the mitral valve. A surgical intervention was indicated. During surgery, the device was successfully and smoothly removed. Unfortunately, the patient subsequently developed thoracic bleeding, necessitating surgical revision. After the procedure, patient has shown gradual recovery and stabilization. The patient was extubated and awake now but, patient will require an intensive rehabilitation program moving forward. The patient was reported recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.